Manufacturer narrative:
H6: investigation summary: it was reported there was a dark particle floating in a medication bottle after using a blunt fill needle. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web confirming the lot number. No other information could be obtained from the photo. A device history record review was completed for provided material number 305180, lot 1179533. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported while using bd¿ blunt fill needle 18 g x 1 1/2 in. Single use, sterile foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported today that there was a dark particle floating in a medication bottle after using a blunt fill needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ blunt fill needle 18 g x 1 1/2 in. Single use, sterile foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: it was reported today that there was a dark particle floating in a medication bottle after using a blunt fill needle.